Event description:
It was reported that prior to the implant attempt, the device had long charge times above ten seconds. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full device was returned and analyzed. No anomalies were found.